Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominoplasty. According to the reporter: the needle popped off in the abdominal tissue without any tension. Had to tear through the tissue in order to find the needles and there was a 30 minute delay in the case while the needles were being searched for in the pt tissue. Procedure: abdominoplasty.